Event description:
A 3.0mm diameter by 24mm length s670 stent delivery system was inserted in an unknown coronary artery. User medwatch report states the stent was inserted but could not be delivered because of vessel tortuosity. Upon attempting to withdraw the stent, it dislodged from the delivery balloon. The stent was withdrawn to the right iliac artery, but they were unable to retrieve it. The stent remains in the pt's right deep profunda artery without obstruction of flow. There is no further info from the user facility despite repeated attempts to obtain info.